Event description:
It was reported to nova biomedical that a consumer received a result of 101 mg/dl on her blood glucose meter. The consumer reported that she called for an ambulance because she felt like she was having a stroke. The emts administered an unknown amount of glucose to the consumer, when they arrived at the emergency room, the consumer's blood glucose level was 169 mg/dl. The reading was taken in the emergency room with an unknown blood glucose meter. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.